Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse reactions: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative would sit which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced failure of void challenge, pelvic pain, groin pain, difficulty urinating, dyspareunia, numbness and tingling in legs, multiple clinic visits for pelvic pain, urinary tract infection, trigger point injections to pelvic floor for pelvic floor spasms and atrophic vulvovaginitis, right groin nerve irritation (distance away from transvaginal tape), mesh removal with general anesthesia ((B)(6) 2013), highly elevated suburethral tape with significant kink at the urethrovesical junction, grade one to two rectocele, grade one to two cystocele, and vagina was narrow. Pathology confirmed fibrosis and foreign body giant cell granuloma. She experienced chronic constipation, vaginal pain and urinary incontinence.